Event description:
It was reported that it was difficult for the surgeon to set the cap inserter into the nail cap. Since he couldn't hold the nail cap properly by the inserter, he used another size of the cap.

Manufacturer narrative:
This report will be amended when our investigation is complete.